Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl; cause was not known. Additionally, it was reported that the pump battery was depleting quickly. No additional information was provided and the customer declined troubleshooting with tandem technical support.